Event description:
There was an allegation of discrepant inr results with two coaguchek inrange meters serial number: (B)(4) compared to a laboratory using the stago star max method. The stago reagent is unknown. At an unknown point in time on (B)(6) 2022, a sample from the patient was tested using the stago star max method, resulting in a value of 3.8 inr. Within three hours, a sample from the patient was tested using the meter with serial number: (B)(4), resulting in a value of 5.3 inr. Within three hours, a sample from the patient was tested using the meter with serial number: (B)(4), resulting in a value of 5.3 inr. Within three hours, a sample from the patient was tested using the patient's previous coaguchek xs meter with serial number: (B)(4), resulting in a value of 5.0 inr. The patient¿s therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
Initial reporter occupation: patient/consumer. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."